Event description:
It was reported a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. The device initially worked, then during the procedure the blade would not advance. It continued to rotate in the housing unit. A second like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/extend during the evaluation.

Manufacturer narrative:
Date sent to the FDA: 08/03/2012. (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.